Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not available for return to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a bronchial artery embolization, an embolization coil detached in the microcatheter during repositioning. The coil was removed in its entirety together with the microcatheter without incident from the patient. There was no patient injury.